Event description:
Device issue: detachment of source - proximal shaft. Time of device issue: during the procedure. Adverse event: none. It was reported that during coronary angioplasty, the xience v 2.5 x 28 did not cross the calcified lesion, after multiple attempts. The stent delivery system catheter broke into two pieces, but no portion of the device remained in the pt. A non abbott stent was then easily deployed. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported the device is expected to be returned for eval. It has not yet been received. A review of the device lot history record is forthcoming. A follow-up will be submitted.